Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that air inlet was blocked during pre-use check. According to received information customer called and stated they were able to resolve the issue themselves. No further info provided despite several reminders. No logs or replaced parts. Therefore, no root cause can be established.

Event description:
It was reported that air inlet was blocked during pre-use check. There was no patient involvement reported. Manufacturer's ref. #: (B)(4).